Event description:
A consumer reportedly used the scholl verruca and wart remover per the instructions, however, no specific details regarding the use of the product were provided. Suddenly the box caught fire.

Manufacturer narrative:
No photos or further details were provided regarding this incident. The package instructions warn that the product is extremely flammable. It further states, "keep away from sources of ignition - no smoking." According to the msds, the auto-ignition temperature for the liquid in the canister is 350 degrees celsius.